Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the subject meter does not turn off. Prior to the onset of the reported issue, the patient reportedly had symptoms described as ¿dizzy and felt blood sugar probable low with headache.¿ there was no report of any required treatment to suggest a serious injury at the time of concern. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event since the patient¿s symptoms preceded the onset of the product issue.